Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alarm and the reason for the alarm could not be identified. No further information is available at this time.